Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked the cause of the power on reset (por) and they reported that the device had just turned off on its own and their doctor told them this happened sometimes. On (B)(6) 2018 their doctor turned it back on and adjusted it to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was trying to sync their patient programmer with their ins to adjust their settings because they had been having trouble getting going (having trouble urinating) and they saw a power on reset (por) message. Patient confirmed that they got the device for the issue of having trouble urinating, it was a pre-existing condition and symptoms were returning. Patient reported they had tried changing the programmer batteries and it did not resolve the issue. The meaning of power on reset (por) was reviewed, the therapy had turned off and reset to shipping parameters. Due to the type or error, troubleshooting could not be done, the por was a warning por. Patient said their healthcare provider told them the battery would last about 5 years and they were wondering if the por meant the battery was dead, it was reviewed there are multiple factors that could cause por, but low ins battery was a potential one. Patient reported they would call their healthcare provider to inform them of the above issues, they had an appointment with their healthcare provider on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.